Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results in memory are as follows: (B)(6) at 6:24p 128mg/dl, (B)(6) at 1:35p 166mg/dl, (B)(6) at 10:12a 157mg/dl, (B)(6) at 6:17a 70mg/dl, (B)(6) at 6:07p 130mg/dl. Caller states glucose is normally 170mg/dl - 175mg/dl. No adverse event reported.